Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a red alert at the communicator, related to a situation that needs the doctor analysis. The pacemaker remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a red alert at the communicator, related to a situation that needs the doctor analysis. According to the field representative, the right ventricular (rv) non bsc lead showed pacing impedances that exceeded expected range. The pacemaker and the non bsc rv lead remain in service at this time. Additional information was received from the field mentioning that the red alert was confirmed and resolved and at the end it was determined that no impedance issue was present. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.